Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a (B)(6) asian female patient. Medical history included cerebral infarction and hypertension. Concomitant medications included glibenclamide, phenformin, metformin, pioglitazone and acarbose; all for an unknown indication. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) (humulin 70/30; 300 iu/ml) from a cartridge via a reusable pen (humapen ergo ii) 26 units in the morning and 24 units in the evening, subcutaneously for the treatment of diabetes mellitus beginning on an unspecified date in 1996. On an unspecified date in 2009, she noticed that the dosage adjusting bolt from her humapen ergo ii was dropped off. In (B)(6) 2012, she underwent a right renal resection (indication not provided). On an unspecified date in 2013, she underwent a heart bypass surgery (indication not provided). On (B)(6) 2016, she was admitted to the hospital since her blood glucose was too high; her fasting blood glucose (fbg) was 28.9 (units and reference ranges not provided) and her postprandial blood glucose (ppbg) was around 31 and 32 (units and reference ranges not provided). During hospitalization, she received human insulin (rdna) (humulin r), 32 units in the morning, 18 units at noon and 14 units at evening along with insulin glargine 10 units before going to sleep. On (B)(6) 2016, she was discharged from the hospital and human insulin isophane suspension (rdna origin) (humulin n) was started. Information regarding corrective treatments, outcome of the events and human insulin isophane suspension 70%/human insulin 30% final status was not provided. The patient was the operator of the humapen ergo ii and her training status was not provided. The general humapen ergo ii duration of use and the reported humapen ergo ii duration of use were not reported. If humapen ergo ii was returned, evaluation would be performed. The reporting consumer did not know if the events were related either to human insulin isophane suspension 70%/human insulin 30% therapy or the humapen ergo ii device. Edit 11-may-2016: upon internal review, narrative was updated accordingly to reflect humapen ergo ii duration of use. No new clinical information was added to the case. Update 12may2016: upon review, the case was opened to update the medwatch fields for regulatory reporting.

Manufacturer narrative:
Since the device is not being returned, evaluation for a malfunction is not possible. This is a downgrade report, which no longer meets the criteria for expedited reporting. New, updated and corrected information is referenced within the update statements. Please refer to update statement dated 15jun2016. No further follow up is planned.

Event description:
(B)(4). This solicited case, reported by a consumer via a patient support program (psp), with additional information from the first reporter and a second consumer, concerned a (B)(6) female patient. Medical history included cerebral infarction,hypertension and coronary artery disease (coronary sclerosis). Concomitant medications included glibenclamide, phenformin, metformin, pioglitazone and acarbose; all for an unknown indication; also included unspecified medicine to control the coronary artery disease. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) (humulin 70/30; 300 iu/ml) from a cartridge via a reusable pen (humapen ergo ii) 26 units in the morning and 24 units in the evening, subcutaneously for the treatment of diabetes mellitus beginning on an unspecified date in 1996. On an unspecified date in 2009, she noticed that the dosage adjusting bolt from her humapen ergo ii was dropped off and could no longer be used. In (B)(6) 2012, she experienced a renal tumor and underwent a right renal resection (this event was considered serious due to medically significance). On an unspecified date in 2013, due to coronary heart disease, she underwent a heart bypass surgery. On (B)(6) 2016, she was admitted to the hospital since her blood glucose was too high; her fasting blood glucose (fbg) was 28.9 (units and reference ranges not provided) and her postprandial blood glucose (ppbg) was around 31 and 32 (units and reference ranges not provided). During hospitalization, she received human insulin (rdna) (humulin r), 32 units in the morning, 18 units at noon and 14 units at evening along with insulin glargine 10 units before going to sleep. On (B)(6) 2016, she was discharged from the hospital and human insulin isophane suspension (rdna origin) (humulin n) was started. By (B)(6) 2016 she was experiencing hypertension, that started before teriparatide, and recurrent urinary tract infections (utis). Also, she had some recovering from the coronary heart disease. Information regarding corrective treatments, outcome of the events and human insulin isophane suspension 70%/human insulin 30% final status was not provided. The patient was the operator of the humapen ergo ii and her training status was not provided. The general humapen ergo ii duration of use and the reported humapen ergo ii duration of use were not reported. The device was not returned. The reporting consumer did not know if the events were related either to human insulin isophane suspension 70%/human insulin 30% therapy or the humapen ergo ii device, and did not provide an assessment of relatedness between the utis and human insulin isophane suspension 70%/human insulin 30% therapy. The other reporter did not provide an assessment for any event. Edit 11-may-206: upon internal review, narrative was updated accordingly to reflect humapen ergo ii duration of use. No new clinical information was added to the case. Update 12may2016: upon review, the case was opened to update the medwatch fields for regulatory reporting. Update 16-may-2016: additional information received from a second consumer on (B)(6) 2016. Added third reporter tab, serious events renal neoplasm and coronary heart disease. Updated narrative accordingly. Update 24-may-2016: additional information received from the first reporter on (B)(6) 2016. Changed coronary heart disease event to coronary sclerosis. Added non-serious event of utis, outcome of coronary sclerosis, medical history (coronary artery disease, coronary sclerosis). Upon internal review added human insulin regular, nph and insulin glargine as concomitant medications. Updated narrative with new information. Update 15-jun-2016: additional information received on 13-jun-2016 clarified that the reported complaint for the device from 2009 occurred prior to the serious adverse event, and was not in use at the time of the serious adverse events. The preliminary comments for the device, (B)(6) required device reporting elements, and the medwatch fields were updated due to the clarification. The narrative was updated. Update 16-jun-2016: follow up information received on 10-may-2016, included product complaint which as per previous clarification had been rejected. No new adverse event information was added to the case.